Event description:
Device 2 of 2. Ref MFR report #1627487-2012-00659. The pt (australia) underwent a surgical procedure to implant an ipg. Intraoperative testing performed during the procedure found impedance issues with both the pt's lead and extension. As such, the lead and the extension were explanted. The procedure was completed with implantation of a new lead which was connected directly to the new ipg.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.